Event description:
Rec'd a report that the site's hp handheld computer, when powered on, would not boot up the cyberonics home screen. This info indicates a possible software malfunction. The handheld computer was also reported by the physician to not hold a charge after being unplugged from a power source. The handheld computer and software were not returned for prod analysis.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.